Event description:
The patient called the clinic with reports that he was experiencing urine leakage. The patient is status post (s/p) aus 2 years ago. The patient elected to have replacement/revision done about 3 months later, which was performed successfully. The reason for the failure could not be determined.